Event description:
It was reported the right ventricular lead had a history of lead noise. The patient reported feeling dizzy and presented in clinic. Upon interrogation, it was observed the right ventricular lead was oversensing the noise leading to pacing inhibition. The physician suspected a lead fracture. A chest x-ray and fluoroscopy were completed with no damage visible. The lead was capped and replaced on (B)(6) 2022 without issue. The patient was stable.